Event description:
It was reported that during a da vinci si hysterectomy procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The insert accessory was retrieved and the surgeon proceeded with the procedure using a replacement insert accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found a piece of the curved blade to be broken off at the distal end. The blade fractured near the base of the clamp arm and the broken piece was not returned. The fracture surface has some ridges, it is not flat.